Event description:
It was reported that the patient had a fall and came in to have the system checked because the stimulation had changed. It was noted that after the patient¿s last reprogramming, the stimulation had changed again and wasn¿t in the right area. The reporter noted that there were high impedances of greater than 40000 on the lead. The electrodes with the issue included 0, 2, 3, 4, 5 and 6. Patient symptoms included less than 50% therapy relief at the lead location. The cause of the issue was not determined and it was noted that the health care professional would follow up after the x-rays. Additional information has been requested but was not available as of the date of this report

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).